Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s blood glucose was 488 mg/dl and treated with manual insulin injection. Customer stated that she was unable to bolus by selecting the bolus arrow back button on her pump. The pump will not be returned for analysis.